Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the l4 level contains a small rotational shift in the ap. Additionally, the lateral image appears to have a minor inferior/superior shift on the l4 level. Once the user began navigation and the placement of screws, the software detected and alerted the user of excessive deflection during screw placement, which can be caused by skiving. Excessive force and skiving can lead to the misplacement of screws. Ultimately, the misplaced screw is believed to be caused by a combination of a merge containing a shift and skiving. The screw was repaired intra-operatively. There was no reported adverse effect to the patient. There was no reported adverse effect to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.